Event description:
It was reported that the patient experienced a loss of therapeutic effect (noted as defecation disorders) from their implantable neurostimulator (ins) beginning in (B)(6) 2012. The patient felt this was due to a device malfunction. The patient went to the hospital on (B)(6) 2012 to seek help from their physician who adjusted the device. The patient still did not feel good and it was recommended by the physician to adjust the programmer to "4 pair" setting. The patient was reported to still be in the programming process now. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received reported that the patient did not want the devices explanted and did not go to the hospital for programming. There were no more reported complaints from the patient although it was noted that they believed the device was not as effective as they desired but the physician confirmed the device was functioning properly. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Implanted: (B)(6) 2012, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).